Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and the universal serial bus (usb) door is broken.. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error on (B)(6) 2015. Patient reset the device and the reported issue was not resolved. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of the evaluation.